Event description:
It was reported that following a coronary artery stenting treatment procedure, the pt underwent a coronary artery bypass grafting procedure. The index procedure treated the target lesion in the 95% stenosis measuring 2.5x18mm proximal lad (left anterior descending). Treatment consisted of predilation. Placement of a 2.5x24mm study taxus express2 stent, and post dilation resulting in 0% residual stenosis. A non-target lesion in the mid rca (right coronary artery) was also treated with a 3.0x28mm express2 bare metal stent. The pt was discharged one day post procedure on asa and clopidogrel. The pt returned in 2009 with recurrent, mild, substernal chest pain exacerbated with exertion and radiating to the left jaw and arm associated with diaphoresis, chest pressure, headaches and shortness of breath. The pt underwent a coronary artery bypass three times with rima (right internal mammary artery) to lad, left radial free graft to the om (obtuse marginal), and svg (saphenous vein graft) to the rpl (right posterolateral). The pt was discharged 11 days post admission on asa.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.